Manufacturer narrative:
This report is submitted september 27, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to an infection at the implant site. A CT scan performed revealed severe intra-cochlea signs of inflammation. The patient was not reimplanted with another device.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.